Event description:
The implant coil and demodulator had moved downwards from its original position. Migration was first noticed several months prior but on (B)(6) 2020 the ears nose and throat (ent) doctor noticed that the implant had moved a further 5mm. The implant package was causing some pain due to its new position. The pain become worse at the end of the day, especially if the recipient had moved around a lot. There had been no change in the recipient_s performance, but she found it more difficult to position the external coil correctly. No electrode migration was suspected. As of new information received the re-positioning surgery went ahead on the (B)(6) 2020 due to the reported pain. The implant package had slipped into the periosteum pocket and was causing considerable pain. A CT scan prior to the surgery showed all electrodes within the cochlea. Reportedly, testing taken during the surgery showed that everything was fine but only 4 ecaps could be obtained. The electrode was repositioned and still only four responses were present. Therefore, it was decided to re-implant with a new device.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced pain due to a post-operative migration of the implant housing from its intended position. A repositioning surgery was planned, however during surgery the device was explanted. In addition during device investigation damage to the active electrode caused by device minute mobility was found. The problems described in the recipient report seem to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant coil and demodulator has moved downwards from its original position. The implant package is cause some pain. Revision surgery to reposition the implant package in planned for (B)(6) 2020.